Manufacturer narrative:
Upon receipt, the device was found to deliver outside of spec (low) at some settings. The worn petal cover required replacement. The svc manual indicates that the petal cover should be routinely replaced at the 6 mos preventive maintenance. This is the first time the device was sent for repair since 2001.

Event description:
The device was rec'd by the MFR for repair due to sys error 123 alarms. Upon receipt, the device delivered below the spec of +/- 5% of set volume to be delivered. The device was not being used on a pt at the time.